Manufacturer narrative:
The revision due to prosthesis wear reported in this event may have been the result of edge loading/impingement, patient conditions, or a combination, which led to polyethylene wear. However, this cannot be confirmed due to the devices not being returned. The most probably root cause problem associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances. Concomitant medical products: cocr fem head 32mm -3.5mm offset 12/14.

Event description:
As reported, approximately 6 years postop the initial left tha, the (B)(6) y/o patient had a revision due to the poly was worn down. The patient was last known to be in stable condition following the event. The devices are not available for evaluation as the hospital threw devices away.